Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed in 2008. According to the complainant, during the procedure, it appeared the clip device would not deploy and could not be removed from the sheath. The physician successfully completed the procedure with another resolution clip device. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".